Event description:
It was reported that a patient experienced and was hospitalized for an infection coincident with peritoneal dialysis (pd) therapy. The nature of the infection was not specified and treatment information was not reported. The patient was later discharged from the hospital and reported to have recovered from the infection. Therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient developed an infection on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.